Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that no interventions were made. The patient will continue to be monitored.

Event description:
It was reported that the patient presented for follow up with atrial over-sensing exhibited by the pulse generator. There were no patient consequences. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.